Event description:
It was reported that the patient's mother called the audiologist 2 weeks ago to report the presence of a sore underneath the patient's transmitting coil. The child was seen by a physician, and an ointment was prescribed. The patient was advised to stop wearing her implant. On monday, the child tried wearing her external equipment and experienced a shocking sensation. Testing was performed which showed that the device is functioning within normal limits. All the external parts have been exchanged, but the patient continued to report a shocking sensation, when the equipment was first turned on as as well as a constant sound like bees buzzing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.